Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that manipulation of the wire during the procedure caused damaged to the core resulting in the core separation which was observed while attempting to place back into the dispenser coil; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A balance middleweight guide wire was used in the procedure without issue. After the guide wire was removed from the anatomy and wiped down, it was attempted to be placed back in the dispenser hoop coil, when the core broke in two pieces. There was no resistance noted when placing the guide wire back in the hoop. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.